Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited no capture, intermittent capture, undersensing, unstable and high thresholds. Chest xray showed rv lead dislodgement. The rv lead was explanted and replaced. After the lead revision the physician could not get wrench and set screw of the implantable pulse generator (ipg) to engage when attempting to reinsert atrial lead. Multiple attempts to reset were done. The ipg was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the patient had experienced fatigue and weakness prior to the non-capture being identified on the rv lead. It was also reported that the right atrial (ra) lead was slightly pulled back and was repositioned. It was also reported that the setscrew would not engage for either the rv or ra lead and the set screw had come out of its location in the header. No further patient complications have been reported as a result of this event.